Manufacturer narrative:
A sample device was not returned for analysis. It remains implanted in the patient's eye. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after intraocular lens (iol) implantation surgery, experienced difficulty with concentric circles around lights and increased light intensity at night, which negatively impacts the ability to drive at night because of the enormous car lights, and depth perception was impacted as well. The consumer tried eye drops, blue glasses, yellow glasses and yag surgery, but had not seen any improvement in this problem. The consumer reported that it has been 18 months now but still have to live with these difficulties. There are two medical device reports associated with this patient. This report is associated with the right eye.